Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument came off and fell inside the patient¿s abdominal cavity. The mcs tip cover accessory was retrieved during the same procedure which was completed robotically.